Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse replaced the motor control board; however, repairs were not completed at that time. At a later date, another getinge fse returned to the customer's site to continue the repairs. The fse noted that the logs had been cleared , but observed an issue with the compressor. The fse replaced the compressor to correct the issue. As a precautionary measure, the fse replaced the motor controller board. The device was observed to function correctly. The fse performed full calibration and safety tasks. The unit passed all tests. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact phone number at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had electrical test fail code 50. There was no patient involvement, and no adverse event was reported.